Event description:
The jaws of the applier was found misaligned during a pretest before use. Therefore, a new unit was used instead. The applier was purchased by the hospital within 1 year.

Manufacturer narrative:
(B)(4), the DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a 50 pc. Lot in march of 2020. Evaluation of the returned instrument shows that the jaws are very slightly loose and misaligned in the closed position therefore we are able to validate this complaint. Further functional evaluation shows that although the jaws are very slightly misaligned in the closed position that this instrument is able to pick-up, retain, close and release multiple clips both with and without the use of silastic test tubing as required of its function. Mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The jaws of the applier was found misaligned during a pretest before use. Therefore, a new unit was used instead. The applier was purchased by the hospital within 1 year.